Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer experiencing nausea, headache and exhaustion. The blood glucose reading at the time of the event was 390 mg/dl. Customer diagnosed with uti. Customer also has renal failure. Customer treated high with manual injections. Nothing further reported.